Event description:
Per the clinic, the patient developed an infected seroma at the implant site. The patient underwent a fluid drainage under mac anesthesia on (B)(6) 2025. Subsequently, it was also reported that the patient underwent surgical lavage under mac anesthesia on (B)(6) 2025. The patient was treated with multiple courses of oral antibiotics for a duration of twenty-one days and 7 days (specific date not reported). The patient was also hospitalized for treatment with several rounds of IV antibiotics and IV steroid for a duration of 5 days (specific date not reported). Explant is planned but has not taken place at the time of this report.

Manufacturer narrative:
It was also reported that the patient was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.